Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level was in the 500 mg/dl range. Customer changed out their site multiple times but was unable to troubleshoot as a result of being at school. Customer's mother was advised to call back when the patient and the insulin pump are present.